Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels between 300-600mg/dl. Pump supplies were changed to address bg level. Customer alleged pump did not deliver insulin as intended. Reportedly, multiple times the customer disconnected from the infusion site and delivered a three unit bolus, and observed less insulin than expected exit the tubing. Reportedly the customer reverted to manual injections for insulin therapy.